Manufacturer narrative:
This is a correction report for the serial number and product UDI originally reported on MFR report number 3003832357-2024-00780.

Event description:
It has been reported to philips the 12 lead is not working. No patient involvement.